Event description:
Customer reported false negative results for samples tested with capture-r ready screen (crrs) pooled.

Manufacturer narrative:
Tested in-house donor samples, and 1 anti-d standards kit (0.05 iu/ml) with retention crrs-pooled, lot. Cw144. Anti-d( 0.05 iu/ml) showed a 3+ positive reaction. Tested 52 in-house donor samples and anti-d standards kit (0.025 iu/ml) with retention crrs-pooled, lot. Cw144. All in-house donor samples appeared as expected negative. Anti-d (0.025 iu/ml) showed showed a 4+ positive reaction. The customer did not return samples for investigation testing.